Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. The results were released to the physician(s). Upon retest, the corrected results were released. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.